Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported in order to resolve the power on reset (por) the program was changed.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a power on reset (por) code. The patient had some cardiac tests performed at the end of (B)(6) 2016 and had been wearing a medical defibrillator vest to determine if he needed to get a defibrillator. Symptom reported included insufficient symptom control, which had been occurring since implant, (B)(6) 2014. The por message was seen today, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.